Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump alarmed pump error indicating hardware low level failures. Customer's blood glucose was 180mg/dl at the time of the incident. It was reported that the insulin pump did not pass self-test. It was indicated that a replacement will be sent. There was no indication of whether or not the insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed self-test and displacement test. Pump error confirmed in insulin pump history with variable (003) due to a broken trace at keypad assembly. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.